Manufacturer narrative:
Complaint conclusion:   it was reported that patient underwent a diagnostic catheterization and it was closed with a 6/7f mynxace vascular closure device (vcd). The patient returned with a cold, right leg. The patient underwent a right leg run off where it was noted that there was an embolization of the mynx sealant, which lodged into the tibial-peroneal (tp) trunk just below the distal popliteal artery. A mechanical thrombectomy was performed, along with a percutaneous transluminal angioplasty (pta) of the tp trunk and also the anterior tibial (at) artery. Some distal flow was recovered, however there was still blockage noted on the angiographic run off. The patient returned a few days after with a reoccurring cold right leg. The patient underwent additional angiography and the tibial vessels were occluded again. The patient will undergo a fem-distal bypass in order to restore blood flow to the lower leg. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use (IFU), users are cautioned that serious adverse events might result with the use of the mynxace vcd in vessels not suitable for the use of the device. Do not use the mynxace vcd to close arteriotomies created in areas of calcified plaque or stented segments. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
It was reported that patient underwent diagnosis catheter and it was closed with a 6/7f mynxace vascular closure device (vcd). The patient returned with a cold, right leg. The patient underwent a right leg run off where it was noted that there was an embolization of the mynx sealant, which lodged into the tp trunk just below the distal popliteal artery. A mechanical thrombectomy was performed, along with a pta of the tp trunk and also the at artery. Some distal flow was recovered, however there was still blockage noted on the angiographic run off. The patient returned a few days after with a reoccurring cold right leg. The product is available for return. The patient underwent additional angiography and the tibial vessels were occluded again. The patient will undergo a fem-distal bypass in order to restore blood flow to the lower leg.